Event description:
It was reported that the user experienced recurring alert 38 indicating consecutive stalled motor events, requiring multiple restarts and resulting in a decision to replace the ilet; the user temporarily reverted to subcutaneous insulin via pen as backup, and the device component implicated was the pump motor and drive mechanism. Symptoms included hyperglycemia with thirst and increased urination, without ketones and without medical intervention or hospitalization. Outcomes included transient elevated blood glucose up to approximately 350 mg/dl for about one hour and interruption of usual insulin delivery. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.